Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. The supervisor module was replaced as a diagnostic measure. Preventive maintenance was performed. The system was then tested and met all product specifications. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A biomedical engineering technician reported a system message was displayed during a case. Add'l info was rec'd from the technician reporting that the system also shut down during the case. The system was reset w/o success. Following a 15 min delay, the system was switched out and the case was completed. There was no pt harm reported.